Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation in original opened tray without the tyvek. A non-edwards contamination shield was returned with the catheter. The balloon was found to be torn from the proximal and distal bonding sites. Indication of bonding was observed around the distal and proximal bonding sites. Latex was visible at both bonding sites. One balloon fragment was found inside the proximal side of the non-edwards contamination shield connector. The torn surfaces of the balloon fragment matched up with the distal and proximal side of the balloon fragments on the catheter. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of ¿balloon detached¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the catheter balloon detached before use. There were no patient complications reported.